Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New unity record created in order to update legacy complaint number (B)(4). Patient was revised due to lack of range of motion. Doi: (B)(6) 2006 - dor: (B)(6) 2006. Update: 5 dec 2017: pfs and medical records received. In addition to what was previously alleged, pfs alleges capsulectomy, metallosis, muscle damage, pain and inability to ambulate. After review of medical records for the MDR reportability, patient was revised to pain secondary to local metallosis. Operative findings reported of fibrin debris was as some local cell death. Pathology report reported of foreign body reaction and hemosderin deposition of fibrofatty tissue. MRI revealed apparent fluid collection along the posterior aspect of the right trochanter. Clinical notes reported of clicking and grinding. Doi: (B)(6) 2010- dor: (B)(6) 2012; (right hip).

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.